Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose ran high and that she had noticed bent cannulas on the infusion sets. The blood glucose reading was 500 mg/dl. The customer treated with a manual injection. The customer had sufficient subcutaneous tissue and no, hardened tissue or stretch marks were noted. The insulin pump was not replaced or returned for analysis.